Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 290 series, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf type 290 series, chapter 5 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, there was image noise due to damage on the scope connecter; however, there were no irregularities with the color tone. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. It was unknown if there was a delay in the start of pre-cleaning, and the customer flushed the air / water nozzle with water and air. Additional findings include the following: water tightness was lost due to damage on the up / down knob, the adhesive on the bending section cover had a chip / white-clouded area, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a wrinkle. The following findings had a scratch: the image guide protector, suction cylinder, scope cover, protector of the universal cord on the control section, universal cord, plastic distal end cover, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had image noise / irregular color tone. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.